Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify no delivery alarm and perform displacement, occlusion, prime, and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms and motor error alarms. The customer's blood glucose was 302 mg/dl at the time of incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.